Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor. Performed a visual inspection of the sensor and found the sensor cannula was broken with broken parts missing; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used also, unable to perform skin irritation in the lab.

Event description:
Customer complained about the sensors not functioning. Customer reported that the sensor was reading 40 mg/dl and she kept receiving low predicted alerts and the insulin pump went into threshold suspend in the middle of the night but her blood glucose was 109 mg/dl. Customer also reported that the sensor was broken after she removed it. Customer stated she thinks it was broken before she inserted it because she pulled the needle guard and the spring on needle housing did not spring like it normally does and also there was a piece of the cannula on the adhesive. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.